Event description:
It was reported that the patient¿s spouse started a new Dexcom G7 sensor for use with iLet and received a ¿Dosing Stopped¿ alert due to an incorrect or missing pairing code, after which the agent guided entry of the correct code and pairing completed; Bluetooth was toggled on the phone to facilitate pairing, and education was provided on pairing and warm-up, with glucose readings subsequently appearing in the Dexcom app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure or method, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.